Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorder. It was reported that the patient had a sudden onset of tremors. The patient had the device off and was able to turn it back on. No further complications were reported as a result of this event.